Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. The reported issue cannot be confirmed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure a ruby coil was accidentally dropped. The ruby coil was dropped prior to use; therefore, the ruby coil was not used in the procedure. The procedure was completed using a new ruby coil.